Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+2.0/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021. The lens was explanted due to the patient got extremely anxious, felt like something was in the eye and could not "go to bed." The cause of the event is reported as a patient-related factor. Reportedly, the patient could not accept the lens psychologically.